Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. One technician had a drop of retic clear reagent flick into his eye while replacing the retic pack. The technician flushed his eye with water, stating there was no irritation or vision issue. Per lab exposure protocol, went to the emergency department (ed) to have his eye checked. The ed noted no real (eye) damage and prescribed the lab tech an antibiotic. The failure mode was use error; the technician was not wearing eye protection at time of incident. The dxh series, IFU, pn: b26647ag, states the following safety notice: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec internal identifier: (B)(4).

Event description:
The customer reported while replacing the retic pack on their dxh 600 hematology instrument, the pick up tube flicked a drop of retic clear reagent into the technician¿s right eye. The technician was wearing lab coat and gloves (no face protection) at time of exposure. The technician flushed his eye with water, stating there was no irritation or vision issue. Per lab exposure protocol, went to the emergency department (ed) to have his eye checked. The ed noted no real (eye) damage and prescribed the lab tech an antibiotic.